Event description:
It was reported that the physician attempted to deploy a resolute integrity rapid exchange (rx) drug eluting stent (2.5mm x22mm) to treat a lesion in the 1st obtuse marginal which was reported to exhibit 90% stenosis with severe calcification. The lesion was pre-dilated and following rotablation the resolute integrity stent was delivered, however post-dilation the ivus catheter got stuck in the newly deployed stent and the physician had to use considerable force to remove the ivus catheter. Angiogram showed that the stent deformed and another stent was subsequently deployed at the lesion site. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation). Evaluation: conclusion: (B)(4).